Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date; (B)(6) 2011, inratio: 2.9; lab: 1.3. Customer stated there have been multiple discrepant results, but could only provide one specific value as noted above.